Event description:
According to the reporter, during the laparoscopic ventral hernia procedure, the needle became bent, and then needle fell out of endostitch cartridge. They were able to retrieve needle from patient. The nurse loaded a second cartridge into the same handle. The needle fell out again. They used traditional suture and lap needle drivers to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.